Event description:
Cardiosave intra-aortic balloon pump had a broken fiber optic port, getinge (manufacturer) was called in for repair. Customer service informed us that their local technician was not able to perform that repair, and the field tech that could complete it was a way for two weeks on training. When asked for a loaner to cover us while we waited for their tech, they were not able to provide one unless we paid for it.